Manufacturer narrative:
Corrected data: d4 UDI number no product was returned. The investigation was unable to determine a root cause. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during use, the device exhibited an alarm for no disposable. Troubleshooting was performed but the alarm persisted and the pump was powered off. Resolution volume 65.1; rate 2; given 26.9. Per the reporter, there was no patient harm.